Event description:
It was reported that the swg uncoiled during the procedure. The insertion site was the right subclavian and the event occurred in the ICU. Since the swg uncoiled, and x-ray was taken to make sure no parts of the swg remained in the pt. The swg was removed and another attempt at the procedure was not made. There was no harm caused to the pt. No complications or death occurred to the pt.

Manufacturer narrative:
(B)(4).